Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During reprocessing, the needle reportedly came loose whilst removing the scope, leaving the sharp tip in the scope before it was manually cleaned during decontamination. The needle came out of the scope with the brush, and a staff member sustained a needlestick injury. The staff was wearing the recommended personal protective equipment at the time of the event. The needle stick resulted in skin puncture and bleeding, and the staff member was evaluated immediately following the incident. A post-exposure blood test was done on the patient and the staff. No further harm or medical intervention was reported.

Event description:
No new information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. Based on the results of the investigation and the device not being returned, a definitive root cause could not be identified olympus will continue to monitor field performance for this device.